Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/21/2016. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair procedure in 1990's and mesh was implanted. The patient reported that she experienced mesh erosion, mesh migration, crumpling of the mesh, significant nerve damage, and systematic foreign body/immunity reaction. The patient stated most of her abdomen and groin area were completely numb. It was also reported by the patient that she experienced bowel and bladder problems and has been diagnosed with systematic immune deficiency including diagnosis of me/fibromyalgia/joint hypermobility syndrome. It was reported by the surgeon that the patient experienced severe pain in the hernia area. The imaging test had shown a lot of fibrosis and contracture of previous mesh and the patient underwent a sublay hernia reconstruction surgery in (B)(6) 2006. The surgeon opined that this hernia repair in 2006 would fix the hernia, but might not fix the pain. As per patient, she was advised that she no longer has any stomach muscle left due to the amount of hernia repairs. The patient reported she is now significantly disabled due to mobility issues/standing/walking as well as significant bowel problems and as a result have lost a significant amount of weight and can only eat small amounts of solid foods and rely on energy/nutritional drinks. The patient stated she has endured chronic mental health issues due to the ongoing current medical and physical and mental ill health.